Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 277 mg/dl, 439 mg/dl, and 163 mg/dl. Customer states that "he has taken over 70 units of insulin in the last couple hours thinking that his blood sugar was low." No adverse event reported. Requested return of suspect device and strips, and replacement was sent.